Event description:
It was reported that the customer experienced an issue during the load fill process. Reportedly, the customer completed fill tubing with tandem technical support and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.